Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: the release button is sticking which is posing a threat while handling the needle.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: the release button is sticking which is posing a threat while handling the needle

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.